Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. An interior inspection was performed and found that the battery of the receiver was defective. The reported event that the receiver kept shutting down was confirmed. A root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver keeps turning off. There was no report of any injury or medical intervention. No additional event or patient information is available.